Event description:
The customer states that while performing two studies, they noted that pt's results generated on the second study, were higher compared to the first study. There was no impact to pt's mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.